Manufacturer narrative:
The product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. (B)(4).

Event description:
A facility representative reported that an intraocular lens (iol) decentered after a fall. The iol is currently decentered in the capsular bag. The initial cataract surgery was in the 90's. Additional information was provided indicating that the patient had a yag capsulotomy in 1995. The iol was implanted in 1990.